Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about 10 days prior to the call with the manufacturer, the patient's ins was not working. They assumed the ins was dead because it was around nine years old. The patient turned their stimulation all the way to zero, but it was still providing very strong juice, so much that they could hardly live with it. The patient could not shut their stimulation off. They had groups a and b programmed, and b had been working until this issue where it felt like stimulation was on all the time. During the call, the manufacturer's patient service walked the patient through how to turn off stimulation using the recharger. The patient felt stimulation even though it was turned off. The patient was redirected to their healthcare professional for further assistance. The patient called back repeating the same issue. The patient said the handheld was at 0% and the other had "eight squares". The patient was trying to "power off the battery charger but still felt the battery was on". This was understood to be that the patient was charging the ins. It was confirmed that the patient did not see a lightning bolt symbol through the battery which indicated that the ins w as off. The patient stated that therapy was still overstimulating them though. It was again recommended that the patient follow-up with the healthcare professional.

Manufacturer narrative:
G2. Foreign: ca. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.